Event description:
It was reported that the patient presented remotely via merlin.net. Unspecified over-sensing issues was noted on the atrial channel of the pacemaker (pm) leading to inappropriate mode switches. The patient was asymptomatic. The pm was reprogrammed and the patient was in stable condition.